Manufacturer narrative:
. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 05/14/2012 to the present date 10/15/2020 and confirmed that this device was previously returned for servicing. Device had similar / no similar service repair history. There were no production failures which correlate to the customer reported issue.

Event description:
It was reported that the device failed preventive maintenance and there was a plunger malfunction. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Failed preventive maintenance. Plunger malfunction. It was reported that there was no patient involvement.